Event description:
A 26mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology at the time of implant are unk. During a routine follow-up the computed tomography demonstrated that there was type I endoleak. It was reported that the pt had a short angulated aortic neck. The aneurysm was enlarging and the physician elected to remove the graft from pt. The stent graft was explanted in 2004, no additional sequelae were reported and the pt is reported to be fine. The user facility discarded the device.